Manufacturer narrative:
(B)(4). The philips repair bench evaluated the device. The issue was localized to damage loose pins on the battery pca. The battery pca was replaced to resolve the issue. The device passed all performance assurance tests and was returned to the customer. Philips was not able to verify that the damaged loose pins were caused by a malfunction.

Event description:
The customer reported that the device shut down intermittently. There was no report of negative pt impact.